Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles. The customer states there are air bubbles at the top and bottom of the reservoir. The customer's blood glucose level at the time of incident was 257mg/dl. The customer states the air bubbles are larger than champagne size. Troubleshoot was conducted. The air bubble was able to be removed from the reservoir. The customer was advised of air bubble prevention. The customer was advised to call back if issues persist.